Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented infection and debridement treatment was performed. However, the infection failed to be completely controlled after an observation period. Eventually, the prosthesis was removed. There is no additional information reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented infection and debridement treatment was performed. However, the infection failed to be completely controlled after an observation period. Eventually, the prosthesis was removed. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak testing. It was found a hole in the outer tube in the proximal end of the cylinder due to sharp instrument damage; however, the cylinder passed the leakage testing. The remaining cylinder passed visual inspection and leakage test. Momentary squeeze (ms) pump passed visual inspection, leakage test and functional testing. Finally, the flat reservoir passed visual inspection and leakage test. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.